Event description:
The pt received scs system on (B)(6) 2009. It was reported that two different chargers were unable to communicate with the pt's ipg. The pt noted that the ipg had not been charged since (B)(6) 2011. The ipg was removed and replaced by a new ipg. No pt complications were reported as a result of this event.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. After evaluating the device, the complaint for "no communication" was confirmed. As returned, the ipg would not communicate due to a depleted battery. The ipg was removed. No visible anomalies and no signs of leaking were observed. When the battery was recovered, the ipg communicated and passed all tests. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.